Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress from repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. Air/ water tightness was not maintained due to holes in the universal cord. There were white scratches on the image. Angulation malfunction was noticed in the operation part. The bending section cover had scratches and the adhesive was missing. Scratches were found throughout the device. The video connector was cracked. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available

Event description:
The customer reported to olympus, the scope exhibited air leak/separation. The device was returned and an inspection revealed, the adhesive of the objective lens was peeled off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.